Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
During a transfemoral tavr procedure, the commander delivery system balloon ruptured during the deployment of a 23mm sapien 3 valve. The valve was approximately 80% inflated and anchored. The delivery system was successfully removed. A 23mm edwards balloon aortic valvuloplasty (bav) balloon catheter was then prepared and used to complete the deployment of the valve with good results. The native annular diameter measured 23.1mm by CT with a valve area of 404mm2. Mild annular calcification, mild to moderate native leaflet calcification and moderate aortic root calcification was reported. It was reported that, although the native valve was not exceptionally calcified, there was calcium ¿appropriately located¿ that could be associated with the balloon burst.

Manufacturer narrative:
(B)(4). System updates pending. Result s: known inherent risk of procedure. Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The commander delivery system was returned to edwards for evaluation. Visual inspection revealed a kink on the balloon shaft (most likely due to packaging). A balloon burst/tear propagating in both the longitudinal and radial directions and one bent balloon insert wing. No balloon pieces appeared to be missing. No other visual abnormalities were observed. Dimension analysis of the single wall thickness was performed proximal and distal to the balloon tear. All measurements met specification. No functional testing could be performed due to the condition of the returned device. During the balloon manufacturing process, the balloon dimensions are 100% inspected, including the balloon diameter and wall thickness. The balloon component is also 100% visually inspected for defects including witness lines and contamination, crow¿s feet, scratches gel-spots and fish eyes. The delivery system undergoes 100% inspection during the pleat and fold process. The entire device is also 100% visually inspected for visual defects. The delivery system undergoes leak testing. Following the leak test, the balloon cover and inflation balloon are inspected for any damage. A balloon burst pressure test is also performed on sample devices during the product verification testing. These inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported event. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. The report of the balloon burst was confirmed based on the condition of the returned device. However, review of the available information did not reveal any manufacturing non-conformances that could have contributed to the event. In this case, the exact cause of the balloon burst during valve deployment cannot be confirmed. Procedural factors (manipulation of the devices), in addition to patient factors (mild annular calcification, mild to moderate native leaflet calcification, moderate aortic root calcification, ¿appropriately located¿ annular calcification) likely contributed to the balloon burst. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.